Event description:
It was reported that the lead exhibited loss of capture and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the sensing cable was fractured at 5.6 cm from the connector pin.